Manufacturer narrative:
Inratio precision data provided by end-user, lot 060415: first test inr = 4.4, second test inr = 3.5, mean = 3.95; sd = 0.64; %cv = 16.11%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 4.4, second test inr = 3.5.